Event description:
The customer tested his glucose and received a reading of 35mg/dl using his contour meter. He retested using his elite meter and the received a reading of 220 mg/dl. The different between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have his testing supplies with him at the time of the call. No product will be returned at this time.

Manufacturer narrative:
The customer did not have his meter or test strips with him at the time of the call. Several attempts were made to contact the customer for product information, but hey were not successful. It is not possible to determine a manufacture date without a meter serial number or a reagent lot number.